Manufacturer narrative:
This report is submitted august 2, 2018.

Event description:
Per the clinic, the patient experienced poor performance with device use for an eight year period. Imaging (date not reported) revealed the electrode array was folded over itself. Subsequently, the device was explanted (date not reported) and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed on september 07, 2018. (B)(4).